Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The interface box for the navigation system was reported to have been replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect interface box was returned to the manufacturer for evaluation. Testing found that the high temperature error appeared after twenty minutes of use. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system displayed a high temperature warning for the emitter. There was no patient present when this issue was identified. No additional information was provided.